Event description:
It was reported that foreign matter was found in the bd interlink¿ blunt plastic cannula. The following information was provided by the initial reporter: when accessing/drawing up medication is pushing a piece of rubber into the medication vial.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd interlink¿ blunt plastic cannula. The following information was provided by the initial reporter: when accessing/drawing up medication is pushing a piece of rubber into the medication vial.

Manufacturer narrative:
H6: investigation summary it was reported by the consumer small rubber piece at bottom of medication vial. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a vial with a white solution in it. At the bottom of the vial is a small dark particle. No other information could be obtained from the photo. A device history record review was completed for provided material number 303345, lot number 1260085. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.